Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a capsular contracture baker grade 3 ( breast is hard and deformed, but no pain. This relates to the lefts side. Device explanted and replacement status unknown.